Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to the use of excessive force by the customer. Olympus will continue to monitor field performance for this device.

Event description:
The olympus clinical specialist was informed that the customer autoclavable telescope¿s ¿eyepiece broke and detached from the scope¿. The customer reported problem was found at reprocessing. No death, injury or harm was reported.

Manufacturer narrative:
The subject telescope was returned to the olympus repair center. The customer¿s reported problem was confirmed as the eyepiece funnel was found broken/detached from the proximal end of the telescope. The inspection also noted debris and a shadow in the optical system, a dent on the distal edge, the optical system tube dropped/sunk down and the rigid outer tube is dented. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.